Event description:
The lay user/patient called lifescan (lfs) in 05 and alleged that his meter was reading inaccurately high. The patient reported feeling hypoglycemia several times in the past few days, but he did not receive any medical intervention or advice at those times. He also could not provide any of the results on his meter for the events mentioned. On 10/05, at approximately 6:00 p.m. The patient began to feel hypolglycemic (shivering). He tested his blood glucose and obtained a result of 99 mg/dl. He ate some chocolate because he was still shivering and felt nervous. Because he had been feeling low several times before this, he contacted his physician for advice. His physician advised him to come to the office. At 8:00 pm, the patient arrived at the physician and the patient obtained a result of 164 mg/dl on his meter and the physician obtained a result of approximate 56 mg/dl on the physician's meter. The physician gave the patient dextrose (glucose) and then gave him a new meter. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. A control solution test was peformed and it passed.